Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver resection. According to the reporter: egiaushort was the first handle used in the procedure. Closed down jaw, pressed green button and stapler wouldn't advance. The reload was being applied to the liver. The source of bleeding was vasculature in the liver while waiting on getting a new egia handle when the previous one did not work. One unit of blood was transfused. The reload will not be sent to covidien. There was an unanticipated blood loss of more than 500cc and required a transfusion. No other manufacturer's reinforcement material was used.